Event description:
Ous MDR: after an implantation time of about 22 months, it was reported that the pacemaker could not be interrogated. Date of implant was not available.

Manufacturer narrative:
Ous MDR: upon receipt, the pacemaker was subjected to an electrical inspection. An interrogation of the pacemaker was not successful. The review of the pacemaker's memory content revealed that the battery was found to be depleted. The pacemaker was shipped to the MFR of the electronic module and was subsequently analyzed destructively. The analysis of the electronic module revealed a damaged integrated circuit leading into an increased current consumption. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. During production at biotronik, the pacemaker was fully functional and the current consumption proved to be as expected. In summary, the analysis identified a damaged integrated circuit as the root cause for the clinical observation. It is unk whether the pacemaker was subjected to strong external fields during the implantation duration.